Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced dry mouth, frequent urination and high blood glucose levels. Customer treated themselves via insulin pen. Customer was unable to remove the cannula or perform a high pressure test.